Event description:
It was reported, the patient could not walk now and they wanted to book time for reprogramming. Follow up reported, it was unknown if the patient was programmed. It was unknown if any additional troubleshooting or actions were taken. It was unknown how the patient was doing now as there was no feedback from the patient. It was unknown if the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).